Event description:
The tech alleged that both foot side rails will not latch. No pt impact.

Manufacturer narrative:
The tech found the side rails have bent monitoring brackets and d pins. The tech replaced the side rail mounting bracket and d pins to resolve the issue.